Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue showing 140 units instead of the expected 100 units. There was no adverse impact to the customer's blood glucose level. Customer declined to continue technical support and stated she would monitor her blood glucose levels.